Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device does not turn on. There was no reported patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer did not respond to requests for additional information.

Event description:
It was reported to philips that the device would not turn on. Patient involvement is unknown at this time, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.